Event description:
It was reported that tandem mobi pump experienced repeated cartridge alarms, including a confirmed cartridge alarm during use, which led to high blood glucose readings displayed as ¿high.¿ customer gave correction insulin by injection and continued using current pump while planning to rely on alternate insulin delivery if needed, and technical support arranged a replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.